Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on electrical board was inspected and properly connected. Device received with cracked retainer, fading serial number label, cracked battery tube threads and broken belt clip rails (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had occasionally had to press buttons harder and multiple times for insulin pump to respond. Customer stated that belt clip slide on insulin pump was broken off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.